Event description:
It was reported that the patient experienced dizziness and went to the emergency room where it was found that the patient was in a pacemaker-mediated tachycardia. The device was reprogrammed the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was further reported that the device was later explanted and replaced due to system upgrade.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead: (B)(6) 2012. Fr995 tissue valve: (B)(6) 2006. (B)(4).